Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a communication issue. A field service engineer confirmed that there were no failures upon arrival and reseated the row bus cable. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the pyxis medstation es system was not detected on the communication bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.